Event description:
Procedure: radical prostatectomy. According to the reporter: the suture was used for a multi-layer wound closure. The suture almost fully disintegrated and the wound dehisced between the 5th and 7th day after surgery. A re-operation was performed to treat the wound dehiscence. No further investigation could be obtained regarding this event.

Manufacturer narrative:
Initial report sent: 08/05/2008. There are four incidents reported from this same doctor and hospital. The incidents are reported under MDR access numbers 9681850-2008-00013, 00014, 00015, and 00016.